Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, venacava/organ perforation/embedment, inferior vena cava thrombus, unable to remove, migration, tilt, deformed wire, bleeding, pain, vena cava/renal artery damage during removal, renal artery embolization/pseudoaneurysm w/fistulous connection to adjacent ivc, lost kidney, shunt placement, fear, anxiety, illness following removal, anemia, physical limitations, stress, fatigue, shortness of breath. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported deformed wire, bleeding, pain, vc/renal artery damage during removal, renal artery embolization/pseudoaneurysm w/fistulous connection to adjacent ivc, lost kidney, shunt placement, fear, anxiety, illness following removal, anemia, physical limitations, stress, fatigue, shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the left common femoral vein due to pelvic hematoma/broken pelvis and the development of a blood clot while on heparin. This was allegedly followed by two failed retrieval attempts on (B)(6) 2018 and (B)(6) 2018, and a successful retrieval on (B)(6) 2018. Patient is alleging migration, tilt, vena cava perforation, device unable to be retrieved, bleeding, organ perforation, pain in lower back, ivc punctured near right kidney, artery shredded during 3rd removal attempt, renal artery embolization, lost kidney, thrombi within ivc, and shunt placed. The patient further alleges "fear/anxiety over pain caused by filter and risk of additional problems caused by filter; pain in lower back; three attempts to retrieve filter. Severely ill for 18 days after removal, anemia, hospitalized for repair of large right renal artery embolization/pseudoaneurysm w/fistulous connection to adjacent ivc (lost right kidney); repair vena cava (shredded during 3rd ivc filter removal procedure); thrombi with ivc shunt placed" and "did not seek treatment at the time, but suffered extreme stress and anxiety related to multiple ivc filter retrieval attempts, post-removal severe health problems for 18 days (i.e., fatigue, shortness of breath, etc.), until hospitalized 07/30/19, tested, diagnosed, and surgical repair of torn vena cava requiring balloon and shunt placement and complete loss of right kidney." Report from xray: ¿tip of the vena cava filter is at the lower margin of l1 vertebral body on the right.¿ retrieval report (attempted): ¿this demonstrated a patent internal and external iliac vein system with a patent inferior vena cava no evidence of thrombus formation was identified.¿ ¿unsuccessful attempt at removal of an ivc filter (gunther tulip) which was placed at an outside hospital. The ivc filter apex and hook have migrated into the inferior vena caval wall and attempts at snaring or liberating the apex were unsuccessful.¿ report from CT: ¿there is a canted ivc filter, positionally unchanged from the plain film appearance of 1/10/2018. The filter is largely within the inferior vena cava, its apex projecting just outside its lumen at the level of the left renal vein at approximately the 10:00 position; its inferior structures also project just outside the lumen, those in the 5 and 6:00 position. The overall orientation of the filter is from right superolateral to left inferior lateral. There is no evidence of pericaval acute hemorrhage gas.¿ retrieval report (attempted): ¿second and final attempt was unsuccessful at retrieving this gunther tulip ivc filter which was placed at an outside institution. The filter apex as well as several legs project outside the ivc wall and multiple attempts at retracting them into the lumen for snaring were unsuccessful.¿ retrieval report (successful): ¿initial venogram demonstrated an infrarenal gunther tulip filter in place with significant axis tilt. The filter hook demonstrates perforation through the right anterolateral ivc wall at the level of the right renal vein. There is multifocal leg penetration. No thrombus noted within the filter. Intact filter, but with deformed filter wire from prior manipulation.¿ ¿complex filter retrieval performed: yes. Additional technique comments: extensive fibrin cap surrounding the embedded filter hook was carefully removed using endobronchial forceps with gentle traction and advancement of the 16 french check-flo sheath. During this process, a deformed and fractured filter wire element was removed. Downward traction upon the filter resulted in disengagement of the penetrating filter hook from the ivc wall. The filter was successfully retracted into the sheath. Multiple attempts were made to snare the filter hook but this was not possible due to scar tissue. The forceps were reinserted to engage the apex. The sheath was advanced using gentle traction until sheathing the entire filter.¿ ¿unusual procedure: complex ivc filter retrieval with fluoroscopic guidance was performed with 2 hours of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the ivc, requiring substantial additional physical and mental effort.¿